Event description:
This unsolicited device case from (B)(6) was received on 29-jun-2015 from a physician (rheumatologist) who is also the patient. This case concerns a (B)(6) female patient who experienced severe hip pain and could not walk after receiving treatment with synvisc. The patient received the first injection of synvisc on (B)(6) 2014 in the same hip by the radiologist and no problems occurred. No concurrent conditions were reported. Patient was allergic to lidocaine hydrochloride (xylocaine). No concomitant medications were taken. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml once (indication, batch/lot number and expiration date: not provided) in hip. On the same day, three hours after the injection, the patient suffered from a severe hip pain and she could not walk. The patient received cortisone (nos) and the pain disappeared. At the time of the reporting, the patient was able to start walking again. The patient received methyl prednisolone (medrol) 32 mg: 1tablet per day for 3 days, half tablet for 5 days and one fourth tablet for 15 days. Action taken: stopped temporarily. Corrective treatment: cortisone and methyl prednisolone for severe hip pain and not reported for the event of could not walk. Outcome: recovering for both the events. Seriousness criteria: required intervention for severe hip pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Additional information was received on 29-aug-2015. Patient's age was added. Global ptc number was added. Corrective treatment of methyl prednisolone for the event of severe hip pain was updated. Information regarding concomitant medication was added. Text amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (rheumatologist) who is also the pt. This case concerns an adult ((B)(6)) female pt who experienced severe hip pain and could not walk after receiving treatment with synvisc. The pt received the first injection of synvisc on (B)(6) 2014 by the radiologist and no problems occurred. No relevant concomitant medications and concurrent conditions were reported. Pt was allergic to lidocaine hydrochloride (xylocaine). On (B)(6) 2015, the pt received treatment with intra-articular synvisc injection at a dose of 2 ml once (indication, batch/lot number and expiration date: not provided) in hip. On the same day, three hours after the injection, the pt suffered from a severe hip pain and she could not walk. The pt received cortisone (nos) and the pain disappeared. At the time of the reporting, the pt was able to start walking again. Action taken: stopped temporarily. Corrective treatment: cortisone for severe hip pain and not reported for the event of could not walk. Outcome: recovering of both the events. Seriousness criteria: required intervention for severe hip pain. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.